Event description:
It was reported that testing confirmed that the device has malfunctioned. The patient was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.